Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the clinical sales representative (csr) reached out to the technical service engineer (tse) remotely to report receiving a communication from the customer. The customer conveyed to the csr that the bipolar energy functionality on the generator was non-operational. They further mentioned encountering a system error message while utilizing the bipolar energy on the generator, necessitating the use of a third-party generator to successfully conclude the surgical procedure. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. Isi has not received the iesu for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Manufacturer narrative:
The generator was returned for failure analysis. The generator had an error message when using bipolar not confirmed. The reported problem confirming as happening in the field remote. Upon visual inspection there were no issues found that would be related to the reported event. The generator was tested using system, upon cauterizing the unit energized all ports and instruments.

Event description:
Refer to h11 for follow-up information.